Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 12/24/2023, an email was received from the certified diabetes educator reporting that the patient experienced two hypoglycemic episodes (blood glucose readings in the 40s mg/dl) following ilet system initiation on (B)(6) 2023. The lows were treated with high-carbohydrate foods. The patient was trained on the higher glucose target, which remained unchanged. Due to a tracheostomy, the patient communicated primarily via text. On (B)(6) 2023, the patient reported doing well and requested that her mother serve as the primary contact for questions. Later that day, the patient¿s mother contacted the educator expressing concern about recurrent lows and stated she had advised the patient to discontinue ilet use and resume insulin injections. The educator attempted a return call and left a voicemail with guidance on meal announcements and low treatment. On (B)(6) 2023, customer care documentation indicated the mother confirmed that the patient had removed the ilet and transitioned to injections pending re-education. A follow-up education session with both the patient and caregiver was scheduled for (B)(6) 2024 via zoom. No injury or medical intervention was reported.